Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-5 using rhbmp-2/acs. Following the patient¿s surgery, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has reportedly received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: minimally invasive, left sided facetectomy, discectomy minimally invasive posterior lumbar interbody fusion with allograft augmented with bmp insertion of interbody cage insertion of percutaneous pedicle screw fixation l4-5 bilateral . Interpretation of c-arm . Neural electrophysiologic monitoring pre-op and post-op diagnosis: herniated disc l4-5 left with l4 radiculopathy and back pain. Per-operative notes: ".. A 12mm high and 26mm long cage was filled with bmp and tamped into disc space in an oblique trajectory to the midline.. Patient was transferred in recovery room in good condition.." On (B)(6) 2005, per implant log patient underwent a procedure for spinal fusion and four set screws, four pedicle screws and two rods were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.